Event description:
It was reported the device caused the breaker to trip. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a discolored reservoir tank with dark particles, worn enclosure, line cord, and pole clamp assembly. Device contains hl-90 plate clip, front cover, and switch label. The pcb and drain fitting are also the old style. Discovered a noisy pump during evaluation. The customer stated problem was not duplicated, other issues were found. No action taken due to the age and condition. Device is beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.